Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead appeared to be dislodged. X ray showed the ra lead in the right ventricle. Ventricular tachycardia (vt) was observed and there is reasonable evidence suggesting that it was related to the dislodged lead. Further review was recommended. Pacing threshold could not be evaluated with remote interrogation. The (ra) lead was successfully repositioned. No adverse patient effects were reported.